Event description:
It was reported that during a struma procedure, one device did not function and the second device had a loose clamp arm. Another instrument was used to complete the procedure with no pt consequence.

Manufacturer narrative:
Blade. Evaluation summary: the analysis results found that both devices were returned with the blade scratched and cracked. Due to the damage to the blade, it was confirmed that the devices were non-functional. An error code 5 was noted. The identified blade damaged may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states:"avoid accidental contact with all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error." No anomalies were noted with the jaws, the device opened and closed properly. A batch record review was performed and no anomalies were found during the mfg process. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. Device b batch #c9ct9m. Mfg date 09/06. Exp date 08/11.